Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found protector of scope connector was damaged. The connecting tube, switch box, electrical contact of the video connector, the objective lens, the light guide connector and the right/left knobs all had scratches. The connecting tube was wrinkled, the plastic distal end cover/probe cover was dented, the switch and the image guide bundle had cuts. Also, due to damage on the charged couple device unit, the image had black dots. Due to clogging of nozzle, water removal ability did not meet the standard value and the connecting tube was dented. Due to a pinhole on bending section cover, water tightness was lost. Also, the upward/downward angulation control knob was scratched. The nozzle was deformed and the suction cylinder was shaved. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that during reprocessing of the gastrointestinal videoscope the protector was found damaged. The device was returned for evaluation. During the device evaluation, foreign material was found on the bending section cover, the bending section cover adhesive and the connecting tube. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer¿s investigation and the available information, a definitive root cause of the presence of foreign material could not be determined. The event can be detected/prevented by following the instructions for use (IFU): the IFU states the detection method in gif/cf-170 series operation manual chapter 3 preparation and inspection. The IFU states the preventive measure in gif/cf-170 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.